Manufacturer narrative:
H.6. Investigation: one sample was provided to our quality team for investigation. Upon visual inspection, a grey particle consistent with the vial stopper was observed inside the vial. The product was evaluated, no defects or damage observed on the protector membrane, the protector fit securely to the vial, and the needle on the protector penetrated the vial stopper properly. Fragmentation testing is performed according to procedure, to evaluate any particulates generated after ten activations. As a lot number was unavailable for this incident, a device history record review could not be completed and additional retained samples could not be investigated. While phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring from the membrane may occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. It is important to ensure the vial is not expired as that can impact the quality of the rubber stopper. Based on the available we are not able to identify a definitive root cause at this time.

Event description:
It was reported that protector p50j had coring in the fluid path the following information was provided by the initial reporter: "when preparing endoxan, coring occurred."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that protector p50j had coring in the fluid path the following information was provided by the initial reporter: "when preparing endoxan, coring occurred."